Event description:
Per solicited call from the patient. Patient reported both pumps serial (B)(4) are continuously beeping with no error message. Patient tried turning pump off and on and restarting the pumps. Patient was able to get 1 pump to restart infusion but does not feel comfortable unless we replace both. The reported product fault did occur while in use with patient the product issue did not cause or contribute to patient or clinical injury. No medical intervention was provided. The actual devices are available to be returned for investigation. The devices are being replaced. The patient did have a backup device they were able to switch to but we are replacing as well per patients request. The patient was able to successfully continue their infusion. The infusion is life-sustaining. The event is resolved. Event is for two pumps. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. Reported to (B)(6) by: patient/caregiver.